Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated when the power was turned on to perform operational checking. The manufacturer¿s service technician observed evt_mach_flow_drift_high, machine flow sensor drift above the specification (>0.2lpm), in the device's event log. The device's flow sensor was replaced to address the issue. Additionally, since dirt was confirmed, blower assembly and muffler assembly were replaced. These issues are not related to the reportable malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.